Event description:
The customer reported when the system was on, it would beep and not make x-ray exposures. The customer's description is indicative of a system lock up. There is no report of patient injury or death.

Manufacturer narrative:
The customer canceled the service call.